Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during the previous therapy. The technical service representative (tsr) had the home patient (hp) review the alarm log and they had found this se 2240 from the previous therapy. The hp had left the supplies set up on the hc after they had disconnected the previous night. Therefore, the tsr was able to have the hp review the set up per the troubleshooting call script. The hp had an extra line on the blue organizer to the cassette door which was still open. The tsr instructed to cycle the power on the hc to clear the alarm. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed and the cause could not be determined. However, a clamp being left open on unused lines is a known cause of this issue. Per "the homechoice and homechoice pro apd systems patient at-home guide", users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.